Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-25275. The pt reported not using and charging the scs system since (B)(6) 2013 due to not liking the stimulation and it not providing pain relief. In turn, the pt does not want the system explanted due to not wanting to undergo surgery to remove the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.